Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ht70 ventilator generated a shutdown alarm and the unit's screen was in a frozen state. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
H6 evaluation codes were updated based on method code (annex b) remove b17 and add b13 and b24 result code (annex c) remove c20 and add c13 conclusion code (annex g) remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 v entilator generated a shutdown alarm and the unit's screen was in a frozen state. Review of the ventilator logs confirmed the reported ventilator shutdown. The ventilator was not made available to medtronic for evaluation. Third-party service provider, tokibo (tkb), inspected the ventilator, could not duplicate the reported event but replaced the single board computer (sbc) board as a precaution. The cause of the event could not be determine but was suspected to be related to the sbc board. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.